Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include: hsz, gfa, and gff. (B)(4) lot unknown. Device is an instrument and is not implanted or explanted. Per facility, the complainant part was discarded following the completion of the procedure. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a metacarpal bone reduction procedure on (B)(6) 2016. During the procedure, a 2.0mm cannulated drill bit broke, leaving a retained fragment behind. No additional information pertaining to the incident or the patient outcome was available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development and manufacturing investigations were performed for the complaint device (2.0mm cannulated drill bit/qc 150mm, part number 310.221, lot number f-18749). The device was received by with the following complaint description: ¿the 2.0mm cannulated drill bit broke, leaving a retained fragment behind during a metacarpal reduction surgery on (B)(6) 2016. The complaint device was received with the complete groove portion of the drill bit broken off and missing. The dimensions of the remaining drill bit checked as far as possible and found to be in compliance with the technical drawings and specifications. Because of the damage and the missing broken off portion of the device the relevant dimensions could not be fully checked against the print specifications. During the device history record review and materials review the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standard of stainless steel, 1.4112 and the measured hardness was within the 593-628 hv10 specification of 580 0/+60 hv10. The complete grooved portion is broken off; the missing portion of the complaint drill bit in measures approximately 20mm. Based on investigation results and the reported event information, an exact root cause could not be determined; however, mechanical overload was associated with the breakage. The damage could have in part been the result of metallic contact or bone material blocked the flutes. For effective chip removal from the point, it is nevertheless necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Therefore, it is possible the complaint condition could be attributed to chip congestion or metallic contact in combination with mechanical overload which resulted in the breakage. It is also important to note that blunt drill bits require more mechanical power during the application. The ¿important information¿ leaflet associated with this instrument recommends the following: ¿check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces.¿ the complaint condition is confirmed. Based on the manufacturing investigation results it was concluded that the cause of failure is not due to any manufacturing non-conformances but was caused during a mechanical overloading situation. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received reporting that the procedure was completed successfully because the drill bit penetrated to the articular surface.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of subject device. Date subject device was received by manufacturer. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.